Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer ran out of insulin in their reservoir. The customer stated that they were going to the pharmacy to get insulin until they can receive new reservoirs. The customer will treat their blood glucose with manual injections. The customer stated they misplaced a piece from the insulin pump and is not currently using it. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).